Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device logs were cleared on (B)(6) 2021 after the provided event date of (B)(6) 2021 and add no value to the investigation. The device was able to pass low battery shutdown tests, bench handling, power cycles, and extended run times without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.